Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. Heartmate 3 lvas IFU, rev. C, is currently available. The hm3 IFU lists stroke and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Neurological dysfunction is also listed as a potential late postimplant complication in section 6, ¿patient care and management¿. This section also contains information regarding the recommended anticoagulation regimen, including the recommended inr values, for patients using the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 20dec2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date has been estimated.

Event description:
It was reported that the patient had chronic heart failure with reduced ejection fraction (ef), hypertension, gastroesophageal reflux disease (gerd), a cerebrovascular accident and obesity.